Event description:
Additional information was received from the patient. They reported that it started doing this after they turned it up to 1.7 and they went to the doctor to show them how to move the stimulation to feel it on the right buttock, not in the middle where it was. Very disappointed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation pulling down toes/sharp waves down legs was unknown. The patient indicated the likely cause of the issue was "they said to lower setting. Now setting so low it doesn't control bladder and bowels." When asked the steps taken/will be taken the patient indicated "apparently nothing, no help at all." When asked if the issue has been resolved, the patient indicated "not yet".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that for quite a long time they have been having a problem where the stimulation is pulling their toes down. Patient stated that when they turn the stimulation down it doesn't help with their bowels and kidneys. Agent asked if patient has tried changing programs and patient stated that they have not tried any other programs. Agent walked patient through changing to a different program. Patient adjusted the stimulation and reported that the stimulation was still sending little sharp waves down their leg to their foot. Pss had the caller adjust the stimulation back down to a comfortable level. The caller also mentioned that they feel like the ins has moved and wanted to know if agent could assist. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller wanted to know if they could use a spine compression table. Pss reviewed.